Manufacturer narrative:
A pump manifold assembly was returned to covidien/medtronic¿s failure analysis. An investigation was performed and no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the manifold assembly to resolve the issue. The customer reported that the ventilator was returned to service.

Event description:
It was reported that, while in use on a patient, the ht50 ventilator generated an abnormal noise from the pump assembly. The patient was not removed from the ventilator as it continued to ventilate the patient. The patient was not harmed or injured as a result of the reported event.